Event description:
It was reported that the patient experienced a malfunction alarm. There was no reported impact to the customer¿s blood glucose level. Technical support attempted to return call, received no answer, and left message asking patient to call again, and no additional information was received regarding the outcome of the event.